Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc has frayed or defective catheter tips. The following information was provided by the initial reporter: event details: (B)(6) as per account, several defective product forms have been filed for item. We are finding something has changed and the catheter doesn't go into the vein properly like it used to. Several people thought it was their technique but dr. (B)(6) this week had a patient list of 10 kids and everyone was difficult to advance into the vein. Can we look into where we are with the defective product investigation, please? This should be a high priority as we use this size the most within the hospital. Notes: on oct. 27, 2023 - multiple nurses have had issues with this insight when attempting to place IV's. The cannula will not thread and appear to be frayed or damaged. Sometimes not obvious and results in failed IV attempts. Nov. 6, 2023 - IV catheters do not slide trough skin easily. Often no blood flashback - unable to determine if we are in or not. Catheter and needle too slippery so must hold on to both of them. Many IV insertion attempts linked to them. Additional information received on 30-nov-2023 1. The patient impact was sometimes multiple pokes or multiple attempts with the same cannula to cannulate the vein. 2. Unfortunately, we don't want to take the sample out of the patient once IV has been established to send the sample, but I did remove the selected lot that we thought was the problem and gave it back to stores. 3. No medical intervention that I am aware of, but with sometime the difficultly getting the IV, there is a potential for larygnospasm, however, not sure if any have occured with the delay of getting the IV. Additional information received on 6 dec 2023 what are the event occurrence dates. Did you experience difficulty threading the catheter, frayed catheter tips and poor flashback on 10 patients for each of the provided dates? ((B)(6) 2023): nov 9th, we did a gi scope list, and it was problematic with all 10 cases. The other days were only a few occurrences during the day.